Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was unknown. The customer stated that the prime or rewind makes noises, insulin pump has sent no delivery alarms and motor errors, alarm and volume of the insulin pump was not as loud, buttons feel a little out of place, top of the insulin pump was cracked, battery cap was a little harder to close and open. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with stripped battery cap coin slot and cracked battery tube thread noted. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, self test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the device and passed. No rewind or audio or vibrate anomaly noted.